Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes since 2015. Concomitant products included losartan since 2007. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems (type: blurred vision)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), menorrhagia ("excessive bleeding/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), abdominal pain lower ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash generalised ("rashes or skin conditions (type: body rashes)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal pain lower and rash generalised had resolved and the tooth disorder, vision blurred, fatigue, nausea, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash generalised, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device in satisfactory position.; in (B)(6) 2006: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions (type: body rashes) migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), pain, vision/eye problems (type: blurred vision) and hair loss were added. Patient's medical history, concomitant medication added. Outcome of events pelvic pain, abdominal pain, body rashs and hair loss were updated to resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), menorrhagia ("excessive bleeding"), back pain ("back pain"), abdominal pain lower ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: full occlusion of both tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.